Event description:
It was reported that during a total knee arthroplasty surgery that the blade broke at the mount. It was also reported that the broken portion was found outside the surgical site. It was further reported that another blade was readily available and the procedure was completed successfully.

Manufacturer narrative:
The blade subject to this MDR was discarded. Lot number info has not been provided to permit further investigation.